Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive test results in cross-matching that would sporadically occur during testing on tango optimo. Retesting of the very same sample on the same or on a different tango optimo would yield negative test results. The customer did not send in the sample that had caused the false positive result for investigational testing. Hence, the complaint result image as well as the image from repetition testing were reviewed. Both result images are correctly qualified by the automated image analysis. The reaction of the repetition is entirely negative when the original crossmatch result appears as a +/- reaction. There are no other incompatible crossmatch results or positive antibody screen reactions in proximity to the result in question, hence adverse effects of samples pipetted short before the crossmatch in question can be excluded. A 3rd level analysis gave no indication for any inconsistency in sample processing of crossmatches. Taken together we are not in the position to provide a conclusive statement on the rootcause of the reported problem. Without the possibility to test the sample in question, the reason for this incident remains unclear. A thorough inspection of the affected tango optimo revealed no indication for any malfunction of the instrument.

Event description:
The customer reported false positive test results in cross-matching that would sporadically occur during testing on tango optimo. Retesting of the very same sample on the same or on a different tango optimo would then yield negative test results. A thorough inspection of the affected tango optimo would reveal no indication for any malfunction of the instrument. Our technical service team is still waiting for more and detailed information as well as for samples from the customer that yielded in a false positive result.

Manufacturer narrative:
This is our initial report on this incident.